Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired a second firing with green reload and buttressing material. During firing, surgeon noted that battery sounded like it was working harder but tissue was not that thick. Surgeon also did not hear "crunch". When surgeon opened device after firing, he noted that all staple rows formed on the specimen side but only one row of staples formed on the patient side. There was bleeding from patient side and surgeon immediately oversewed area. Amount of bleeding could not be quantified, however, no blood products needed to be administered. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: damaged cartridge, damaged one piece sled, damaged drivers photographs of the subject ple60a device, utilizing a green cartridge, confirmed unformed staples, however, the photographs do not provide evidence relative to what may have caused the issue. Hands on analysis of the device provided insight to the cause of the complication. The hands on analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.